Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the lumen of the catheter was tested for leaks, the lumen was uncompromised, and the device passed leak testing. Next, the catheter was electrically examined and no shorts or opens were found. Finally, they connected the catheter to a known good radio frequency generator for a test ablation. The temperature and power output were within specifications and no error messages occurred during the test. With all available information the allegation of poor temperature control could not be confirmed as the failure was not able to be reproduced and the device presented with no issues.

Event description:
It was reported that during a procedure using a blazer ii htd catheter a temperature error occurred. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a procedure using a blazer ii htd catheter a temperature error occurred. It was unknown what type of error was displayed. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.